Event description:
This report is filed as the implanted clip detached from the posterior leaflet. Although there was no patient injury, the detaching of the clip from a leaflet has the potential to cause or contribute to injury. It was reported during a mitraclip procedure, one clip was implanted. The anatomy was challenging as there was a prolapse of the anterior mitral valve. During the implantation of the second clip, visualization was very difficult due to the bad image quality; however, prior to deploying the clip a satisfactory grasp was observed in the imaging. After the deployment of the second clip, the mitral regurgitation grade was reduced from 3-4 to 2. The clip then detached from the posterior mitral valve leaflet and remained attached to the anterior leaflet. There was no damage noted to the posterior leaflet. Post procedure the degenerative mitral valve regurgitation grade remained at 2. The patient was clinically stable; no further intervention was scheduled. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remained attached to the anterior mitral valve leafelt. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for the single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar single leaflet device attachment (slda) incidents reported for this lot. The user also reported no issue while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the incomplete coaptation may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the anatomy was challenging as there was a prolapse of the anterior mitral valve leaflet. During the implantation of the second clip, visualization was very difficult due to the bad image quality; however prior to deploying the clip a satisfactory grasp was observed in the imaging. After deployment of the second clip, the mr was reduced from 3-4 to 2. The clip then detached from the posterior mitral valve leaflet and remained attached to the anterior leaflet; no damage was noted on the posterior leaflet. Post procedure, the mr grade remained at 2. In this case, it is likely that a combination of the poor visualization and the anterior prolapse contributed to the reported slda. Based on the information reviewed, the slda appears to be related to procedural conditions and not a product quality deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, mitraclip (x1). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.